Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection on the supply bag. The technical service representative assisted the patient with closing the clamps and transfer set and power cycling the machine. The technical service representative advised the patient to start over with new supplies or to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. No sample was returned for analysis, so the system error could not be confirmed. The assignable cause was determined to be a loose connection based on the event description and call script. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.